Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and topical skin adhesive was used. During the procedure, the glass container inside the pen, that was squeezed and fractured to release glue, punctured outside of the pen. Another like device was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual sample was returned for evaluation. Visual evaluation revealed a crushed ampoule and dried formulation inside the bulb. Signs of force are observed since the butyrate tube looks deformed. The filter inside the tip is purple in color due to contact with the formulation. A yellowish color is observed on the bulb tip area. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position.